Event description:
It was reported that the right ventricular (rv) lead was turned off. The patient is focusing and describing issues with one or more of the leads or "some sort of bad wire." A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was turned off. The patient is focusing and describing issues with one or more of the leads or "some sort of bad wire." A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicating that this lead was explanted. A new lead was implanted.